Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-12772. It was reported that the patient presented for a follow-up in clinic with phrenic nerve stimulation. Upon interrogation, it was noted that there was no capture on the patient's left ventricular lead and high capture thresholds on their right ventricular lead. A chest x-ray was performed on (B)(6) 2019 and the right ventricular lead was observed to be dislodged. The right ventricular lead was explanted and replaced while the left ventricular lead was successfully repositioned. The patient's condition was stable before and after the procedure.